Manufacturer narrative:
An event of complete heart block requiring insertion of a permanent pacemaker was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. Information from the field indicated that there was no calcium extending beneath the aortic annular plane and the final implant depth on the ncc was 3mm. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Based on the available information, the root cause of the reported heart block could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor valve was implanted in a patient with a final depth of 3mm. Upon dialing down the pacemaker post deployment the patient had gone into complete heart block requiring insertion of a permanent pacemaker the day after on (B)(6) 2024. The patient is stable.